Event description:
Medtronic received a report that an axium prime bare coil could not be detached with the instant detacher, and even after performing emergency manual detachment the coil could not be released. The patient was undergoing coil embolization surgery. Lesion details were unknown. It was noted the patient's blood flow was ordinary and vessel tortuosity was strong. Two attempts were made to release the coil using an instant detacher. It is unknown if another instant detacher was used. Three manual attempts were made to detach the coil. It was reported there were no issues with the instant detacher. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: axium prime instant detacher ID-1-5, lot unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.